Event description:
New information on (B)(6) 2015 indicates the device continued to exhibit noise with inhibition of pacing. The device remained implanted and would be monitored.

Event description:
It was reported that the pulse generator exhibited noise. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.